Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulonary bypass, during prime, the shunt sensor leaked. A break was noted near the luer cap on the lower side of the unit. No patient involvement as this occurred during prime. Product was charged out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).